Event description:
It was reported "system error 3 - pump controller failure". Additional informaiton states that to continue therapy, the iabp console was swapped. No patients injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly. The sample was returned in a brown card-board box with protective shipping packaging. Visual inspection of the pump assembly was per-formed and no abnormality for noted. The pump assembly was installed into a known good lab inven-tory ac3 for functional testing. The pump was successfully powered up. A rattling noise was noted from the pump assembly and the pump alarmed system error 3 immediately after pumping was initi-ated. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine the source of the rattling noise. It was noted that the rattling sound appeared to be coming from the stepping motor which drives the bellows. A closer inspection was performed to find what was causing the stepping motor to rattle. It was noted that the system was unable to find a home position and kept on turning until the alarm t riggered. A quick experiment was performed by pressing lightly on the home sense board while pumping was initiated. The system was then able to find its home position and pumping continued without any rattling noise. No loose hardware was not-ed. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error 3" is confirmed. During the investigation, the system failed to find the home position, which is the cause of the system error 3 alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the communication failure (unable to find home). The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "system error 3 - pump controller failure". Additional information states that to continue therapy, the iabp console was swapped. No patients injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "system error 3 - pump controller failure". Additional informaiton states that to continue therapy, the iabp console was swapped. No patients injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "system error 3" alarm was confirmed upon field service. No iabp part was returned for investigation. According to the field service report, the issue was resolved after replacing the pump assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.